Event description:
Information was received indicating that a smiths medical pump was presenting with a "base not responding" error. There was no patient present at the time of the event. There were no reported adverse events.